Event description:
It was reported that a patient had a bleeding episode and had to be admitted to the hospital. The patient was receiving v.a.c. Therapy on a dehisced surgical incision post bypass graft surgery.

Manufacturer narrative:
Additional information provided by the director of operations of the treating home health agency indicates that in the emergency room the admitting physician described the patient's wound base as granulation tissue, the graft was not exposed. The admitting physician was unable to identify the site of bleeding. The patient was admitted with an infected left graft and 2 days later underwent left axillary to superficial femoral artery graft surgery. As of 9 days later, the patient has been transferred out of the intensive care unit. V.a.c. Labeling states: "precautions should be taken for patients when placing the v.a.c. Dressing in close proximity to blood vessels or organs, take care to ensure that all vessels are adequately protected with overlying fascia, tissue or other protective barriers." It also states: "greater care should be taken with respect to weakened, irradiated or sutured blood vessels or organs." Device evaluation is pending.